Event description:
It was reported that the caller tried to start new therapy in an arctic sun device and unable to get any flow. Initial values were flow rate (fr) was 0lpm, inlet pressure (ip) was -2psi , circulation pump command (cpc) was 100 percentage, disconnected and reconnected using proper technique. Flow rate (fr) went from 1.7 back down to zero. Inlet pressure (ip) was still -2psi, circulation pump command (cpc) was 100 percentage. System hours were 2288, pump hours were 2168. Explained it sounds like the pump was gone. They have a 2000 and might try connecting the pads to that device. Unsure of what they ended up doing and still deciding when they ended the call. Biomed would like to send device for the 2000 hour pm. Per follow up information received via email on 03aug2023, it was reported that the device has been returned to the manufacturer for repair. Per investigator notification received on 01aug2023, it was reported that the left side, front side, and right side shell cracked. Rear cover pushed out, connector panel assembly bent in . The double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue of low flow was confirmed. Serviced circulation pump sn (B)(6). A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller tried to start new therapy in an arctic sun device and unable to get any flow. Initial values were flow rate (fr) was 0lpm, inlet pressure (ip) was -2psi, circulation pump command (cpc) was 100 percentage, disconnected and reconnected using proper technique. Flow rate (fr) went from 1.7 back down to zero. Inlet pressure (ip) was still -2psi, circulation pump command (cpc) was 100 percentage. System hours were 2288, pump hours were 2168. Explained it sounds like the pump was gone. They have a 2000 and might try connecting the pads to that device. Unsure of what they ended up doing and still deciding when they ended the call. Biomed would like to send device for the 2000 hour pm.